Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and a implant removal from textured to smooth due to the concerns of the product. Device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and a implant removal from textured to smooth due to the concerns of the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety/product/procedure: unable to confirm as it is a medical event not related to the device. ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ other-technical: unable to confirm as it is a technical event not related to the device. Additional observations: ¿ observed, opening on radius side assessed as unidentified (tear) opening (shell thickness was within specification) ¿ yellow particles on the surface of the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: h3, h6.

Event description:
Device has been explanted and replaced.